Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000088399.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging confirmed that the right lead had fractured. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which lead fractured.